Event description:
Began to fill pt with blood volume in preparation to terminate cpb, began warming blood volume, had problem with oxygenator.

Event description:
Add'l info rec'd from MFR 6/15/01: as of 6/15/01, the customer has not returned the device involved in the reported incident. When or if the product has been returned for evaluation, a follow-up medwatch report will be submitted.